Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were getting the terminated screen on their controller when they charged the implant and the issue began last night. Patient stated they were in horrific pain. Patient got the terminated screen again today. During the call, agent walked patient reset the controller. No damages on the recharger. Patient plugged the recharger and got 100% on the controller and 70% on the implant. Quality was excellent. Agent advised patient to lock the screen. Agent placed patient on hold and when agent got back, patient unlocked the controller and was still charging excellent. Patient was getting a shock in their back. Patient was shaking so bad and it was like somebody got a knife in their side. Their group c was acting up and group b was working. Agent redirected patient to their hcp. [See general text info for details on omitted information.]

Manufacturer narrative:
B3: event date is date valid continuation of d10: product ID 97745nt (serial: (B)(6)); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.